Manufacturer narrative:
All available information was investigated, and the reported issue of unintended movement was not confirmed via returned device analysis. The reported improper or incorrect procedure or method could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted that the mitraclip g4 system instructions for use (IFU), states ¿align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve.¿ it was reported that it is possible the user miskeyed the device, which would have resulted in the reported sleeve steering issues and deviation from the IFU. Based on the information reviewed, the reported unintended movement appears to be due to user error. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was inserted and advanced into the left atrium (la). However, it was observed when attempting to position the clip, it deflected in the wrong direction. The cds was removed, but upon removal, it was observed the device was miskeyed. Therefore, a new cds was inserted and successfully deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.